Event description:
Caller reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in uninstalling and reinstalling the tandem mobi mobile app, and informed the caller that tandem is working on a solution for the issue in a future software release. The caller understood and acknowledged the information and will follow up if the problem continues.